Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had high blood glucose level. Customer¿s blood glucose level was 424 mg/dl. Customer reported that the insulin pump not giving any alarm related to the not pushing insulin. The insulin pump will be and reservoir will not returned for analysis.